Event description:
In 2009, the lay user/reporter contacted lifescan (lfs) to report the one touch ultra 2 meter was giving an unspecified error message. The sr medical surveillance specialist was able to classify the complaint based on the information originally provided. On the day of the event at 2:00 pm, the patient obtained an unspecified error message on the reported meter; she was unable to test her blood glucose level. At that time, the patient was experiencing no symptoms of high or low blood glucose levels. Because she was reportedly unable to test her blood glucose level, the patient chose to not eat. The patient's caregiver contacted emergency services in order to test her blood glucose level. At 2:30 pm, the paramedics arrived and tested the patient's blood glucose level to be 62 mg/dl and 65 mg/dl. The patient was treated with food. The error message issue was not resolved with troubleshooting. The meter, test strips and control solution were replaced. The patient chose not to eat due to the reported meter error message, and became hypoglycemic and received food as treatment. Therefore this complaint is being reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.